Event description:
The patient had five endeavor drug-eluting stents implanted during the index procedure. It was reported that approximately 22 months post the index procedure the patient suffered an mi. It was not assessed if the event was related to the study stents.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi). (B)(4).